Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (belt does not communicate with monitor) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the trunk cable was pulled from the strain relief and the heat shrink tubing was parting from the pulse wires. This resulted in a short inside the distribution node. The cause of the test failure was the shorted pulse wire. The cause of the shorted pulse wire was the parting heat shrink. The cause of the separated heat shrink was the pulled trunk cable. The root cause of the pulled trunk cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.